Event description:
It was reported that balloon rupture occurred. The target lesion area was located in the coronary artery. A 2.00mm x 12mm maverick balloon catheter was advanced for dilation along with a 145, 5-in-6 guidezilla extension guide catheter. However, during the procedure the balloon was gashed by the extension catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.